Event description:
The customer contacted baxter's technical service center regarding a slow flow patient alarm, which occurred on the homechoice (hc) during fill 3 of 5. The caregiver requested to bypass to drain. The drain volume (dv) equaled 2901 ml. The programmed fill volume (fv) was 1500 ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, the assignable cause for iipv (increased intra-peritoneal volume) was undetermined. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).